Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is available to be returned to zimmer biomet for investigation. Zip/postal code: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the surgeon was tapping the link into the im rod, and the spike arm broke off. No harm reported. No delay reported.

Manufacturer narrative:
(B)(4), this follow-up final report is being submitted to relay additional information. Product has been returned for evaluation. The event reports that the im rod link fractured during surgery. No further harm was reported. No information on how the surgery was completed has been provided. The complaint has been confirmed following review of the returned instrument, which confirmed the pin has fractured from the instrument. Visual inspection also confirmed there is evidence that im rod link has been impacted on the domed surface at the end and this instrument is not intended to be impacted. 12 additional complaints (13 complaints in total) were identified in the last 3 years for the same item number with the same fracture location. Zero additional complaint was identified for the same lot number. The reported event is not related to a combination of products; therefore, a compatibility review is not applicable. The reusable instrument lifespan manual instructs to look for fractures and surface damage during reprocessing. The surgical technique does not tell the user to impact the instrument. The likely condition of the device when it left zimmer biomet is conforming to specification. The likely root cause of the reported event is the instrument has been impacted on the domed surface at the end and this instrument which is not intended.

Event description:
It was reported that the surgeon was tapping the link into the im rod and the spike arm broke off. No harm reported. No delay reported.

Event description:
It was reported that the surgeon was tapping the link into the im rod and the spike arm broke off. No harm reported. No delay reported.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 9 similar complaints reported with the item 32-422822. A review of the complaint database over the last 3 years has found no similar complaints reported with these item and lot combination. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The reported event states instrument fracture. The details of the reported event do not allege that there was any patient harm or delay to surgery. Therefore, the severity is considered s-1 (negligible) as per definitions within the severity table in the attached rmr. The outcome of this complaint is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.